Manufacturer narrative:
The covidien field service engineer (fse) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed extended self testing (est), short self tests (sst), and performance verification testing (pvt). (B)(4).

Event description:
Covidien received information of ventilator's lower display to be flickering. There was no patient involvement.